Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported seeing an empty insulin vial on the ilet after a supply change. The patient uses a cd infusion set, and the lowest blood glucose (bg) level reported was 40 mg/dl. The previous night, they had only a salad and granola, announced the meal on the ilet, and felt they received more insulin than needed. The patient ate and took 2 glucose tablets to correct bg level. Blood glucose trended downwards afterward. The patient was feeling exhausted, but bgs stabilized. No medical intervention required at the time of call.